Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k hemodialysis machine that was used for treatment where blood loss occurred. The issue was reportedly caused by the blood clamp closing and the blood pump stopping during a patient treatment. The patient was transferred to a new machine and completed treatment with no report of injury, adverse event, or medical intervention. There was an unspecified amount of patient blood loss. A fresenius (B)(4) technician reportedly replaced the blood pump module to resolve the issue and return the machine to service. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico service technician. A fresenius mexico technician reportedly replaced the blood pump module to resolve the issue, replaced the damaged level detector touch pad and vent valve (micro valve) and returned the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.